Event description:
During the course of a routine injection, patient experienced an extravasation of approximately 150ml. The attending nurse was palpating the injection site during the injection and did not feel any abnormal swelling. The patient did not experience any pain. The extravasation was determined when the scan failed to show any vascular opacification. Radiographs were taken of the patient's arm indicating the extravasation had started deep within the antecubital fossa and thus would not have been detected by the eda. The assistant director of radiology concurred with this determination.